Manufacturer narrative:
Additional information: manufacture date 5/4/2017. Correction: UDI (B)(4).

Manufacturer narrative:
The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Device manufacturing date is unknown at this time. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system experienced a 'low performance error'. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.